Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details are not received from the customer. Section h4: manufacturing date details are not received from the customer. Method: the subject device, ojr412 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for investigation. Our investigation is thus based on the information, photography provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the provided photograph confirmed that the tubing was stretched and torn next to the swivel grip tube join. Conclusion: our investigation could not determine the exact cause of the reported damage to the subject device. Based on the visual inspection of the photograph, our knowledge of the product, it is most likely that the reported damage resulted from the cannula being subjected to excessive force. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr412 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula was broken during use on a patient and the subject device is not available for evaluation. There were no reported patient consequences.